Event description:
It was reported that following labor and delivery the catheter could not be inserted. No urine drainage could be obtained. A CT scan showed that the patient experienced some type of perforation. Exploratory laparotomy was performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.